Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. Imdrf annex e code: e2403; imdrf annex f code: f27 CAPA reference number: (B)(4).

Event description:
(B)(4).

Event description:
Case ID: (B)(4). Case status: open. Summary: 8110 barrel clamp failing. Case notes: problem description. 01/08/2018 07:49:24 (B)(6). 8110 sn: (B)(6). Npi. Barrel clamp failing. Using asm binary sensor always showing barrel clamp closed. Recommend to inspect if the barrel clamp is attached to the sizer assembly. Then replace sizer assembly. Gave part number to sizer.